Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker battery depleted from five years to three and a half year remaining in a span of nine months. Initial analysis indicated that the device was in high rate atrial sensing that can cause an increase in power consumption and the device has signal artifact monitoring (sam) enabled which can cause an additional increase in power. Device reprogramming was recommended. As of this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. This supplemental correction report was created to capture the additional information received which indicates that there were no issues with the device. The depletion was for patient condition and an optional algorithm. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR: no report.

Event description:
It was reported that this pacemaker battery depleted from five years to three and a half year remaining in a span of nine months. Initial analysis indicated that the device was in high rate atrial sensing that can cause an increase in power consumption and the device has signal artifact monitoring (sam) enabled which can cause an additional increase in power. Device reprogramming was recommended. As of this time, the device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted, returned and replaced with the same model. No additional adverse patient effects were reported.